Event description:
Clinical study. It was reported that 690 days after a coronary artery drug eluting stenting treatment procedure that the pt expired. Target lesion 1 was 10mm long, 4.5mm, 70% stenosed portion of the proximal left anterior descending (prox lad) artery. The lesion was treated with direct placement of a taxus express2 8.8% 3.5 x 12mm drug eluting stent in the target lesion. Per the catheterization report, post-dilation was performed "as a result of an external edge dissection to assure apposition." Residual stenosis was 10% following post-dilation. The pt was discharged the next day on aspirin and plavix. 689 days after the initial procedure the pt developed chest pain. Upon ems arrival, the pt was responsive and an ECG revealed normal sinus rhythm with acute st elevation in the anteroseptal region. While under the care of ems, the pt became unresponsive and bag-valve-mask ventilation and CPR were initiated. The pt's rythm changed to v-tach/v-fib and defibrillation was attempted but not performed due to cardiac monitor malfunction. The pt arrived to the ER unresponsive, apneic, and pulseless. The pt was intubated and CPR was continued. The monitor showed asystole. The next day the pt was pronounced dead. Per checklist on ER note, the clinical impression was "CPR", sudden death", acute mi", "v tach" and asystole". There was no autopsy. In the opinion of the physician the cause of death was "sudden death" and the relationship of the pt's death to the target vessel is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.